Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited inappropriate shock and functional under-sensing. The device was successfully reprogrammed. The patient was stable and asymptomatic.